Event description:
The customer reported that the 840 ventilator was inoperable. There was no pt involvement. The covidien customer support engineer (cse) verified the malfunction. The cse replaced the graphical user interface (gui) pcb. The ventilator passed all testing.